Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during drain 2/4 of hp's automated peritoneal dialysis (apd) therapy. Reportedly, hp disconnected their transfer set from the pt line of the homechoice set during a dwell phase. Hp did not cap off the transfer set while disconnected from the homechoice set. Hp didn't return to the cycler in time for the drain cycle to follow. Tsc assisted hp in ending therapy early. Per rn, no pt injury or medical intervention was associated with this incident.